Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 06-april-2016, technical support found that the fresh controls ran successfully with no poo peak. No further action was required. There was no indication of patient intervention or adverse health consequences due to the reported event. The most probable cause of the reported event was due to control material stability.

Event description:
On (B)(6) 2016, the customer reported a poo peak before the ao, level l, qc lot 7045 with their g8 instrument. The lot was made and calibrated on (B)(6) 2016 and was reportedly kept only in the refrigerator. Technical support (ts) advised the customer to make new controls and stated that they would be sending a new kit.